Manufacturer narrative:
The device was returned and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Battery ageing timestamp date (B)(6) 2014. Battery voltage at 2.642 volts on (B)(6) 2016. Tech services was able to reproduce same error message reported by physician regarding no battery data. Battery status shows used battery capacity of 1559.2 mah. Device battery longevity not calculated due to programmer software not expecting used battery capacity greater than assumed max deliverable battery capacity of 1550 mah. The analysis of the device memory indicated a partial electrical reset. Partial reset occurred on (B)(6) 2011 due to incorrect programmable parameters checksum detected.

Event description:
It was reported that the device interrogation took much longer than usual and an error message "no battery data, contact the representative" came up. It was noted that the patient had recently had radiotherapy. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.